Event description:
It was reported to medtronic minimed that the customer noticed a loss of communication between the insulin pump and mobile device, cosmetic damage and loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, unk_fotasoftware. Troubleshooting was performed for a loss of connection between the pump and the mobile device. Unable to complete troubleshooting or provide instructions due to insufficient information to escalate. Troubleshooting was performed for a loss of communication between the transmitter and the pump. The transmitter serial number was not displayed in the manage devices screen. The customer was assisted with pairing the transmitter. The transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for cosmetic damage, and the customer reported a crack at the belt clip rail. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return was required for non-physical device unk_fotasoftware.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.